Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image) after the insulin pump was dropped, resulting in cracks on the belt clip rail, reservoir tube side, and battery tube side, with damage affecting pump functionality and the retainer ring. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including confirming the presence and location of the cracks, verifying the drop, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. The pump was received with broken belt clip rail, a partially broken off retainer ring, battery tube threads - cracked and cracked reservoir tube lip. The following were noted during visual inspection: cracked keypad overlay, cracked case, cracked case (battery tube), serial number label missing, and missing o-ring (reservoir tube). Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Damage- belt clip damage or missing confirmed. Damage-retainer ring damage confirmed. Damage- cracked battery tube threads confirmed. Damage- damage reservoir tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.